Event description:
Approximately three and a half months post implantation, the patient was found unresponsive at an unknown location. She was transported to a nearby hospital for treatment. A CT scan of the brain revealed a left subdural hematoma with midline shift. The patient was subsequently administered fresh frozen plasma and platelets. Following the transfusion she was airlifted to her implanting facility where she was evaluated by a neurosurgeon who recommended she undergo a left hemicraniectomy. The family declined the procedure due to a poor prognosis and the patient's wish not to be resuscitated if she could not be functionally independent. As a result, she was placed on palliative care. The following day the patient was terminally extubated and her hvad and implantable cardioverter defibrillator (ICD) were turned off. She expired later that day. No autopsy was performed and the device remains implanted in the patient postmortem. The vad coordinator reported that the patient had fallen several days prior to the event but was seen in clinic afterwards and appeared to be in her normal state of health other than an injury to her hand. The site believes this event to be related to the patient's fall, and not a malfunction of the heartware device. Investigation is ongoing

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was found unresponsive. A head computerized tomography (CT) scan revealed a left subdural hematoma with midline shift. The neurosurgeon recommended that the patient undergo a left hemicraniectomy; the family declined the procedure due to a poor prognosis and the patient's wish not to be resuscitated. The patient expired and the device was not returned to the manufacturer for evaluation as it remains implanted post-mortem. Therapeutic center does not believe the reported event was related to the device. Bleeding, stroke, and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.